Manufacturer narrative:
Revision surgery is planned for patient with a total knee implant due to possible infection. Poly inserts may be exchanged. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Revision surgery is planned for patient with a total knee implant due to possible infection. Poly inserts may be exchanged.